Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was alleged that months after a robotic case with stents, the patient is allegedly stating that a piece remained inside their body. Additional information could not confirm if the alleged broken piece was removed and no further information was available from the sales representative.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: patient is allegedly stating that a piece remained inside their body. Probable root cause: use error, instrument wear, excessive device loads, handling error, reaction forces. The reported failure mode will be monitored for future reoccurrence. The manufacture date is not known.

Event description:
It was alleged that months after a robotic case with stents, the patient is allegedly stating that a piece remained inside their body. Additional information could not confirm if the alleged broken piece was removed and no further information was available from the sales representative.